Event description:
Rn was placing an usg guided IV and trying to disengage the needle, but the needle would not disengage but hooked on. Needed to maneuver and had to remove the whole IV set including the needle. Needle finally came off.